Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient was treated with injection of vancomycin 1 gm (frequency, duration and route unknown) and injection of ceftazidime 1 gm (frequency, duration and route unknown) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report the patient was recovering from this peritonitis event. The action taken with dianeal therapy was ongoing. No additional information is available.